Event description:
Additional information received on 2/25/2025 for report mw5165996 to update email address.

Event description:
(B)(6) went for a routine lasik procedure on (B)(6) 2024. After completion, (B)(6) developed double/blurry vision, ghosting, halos, intense migraine headaches, and sensitivity to light. Although the procedure negatively affected both eyes, the right one had severe degradation. (B)(6) described it as looking through frosted glass or cellophane. After communicating with (B)(6), they were very dismissive and (B)(6) was told he needed time to heal. These adverse events prevented (B)(6) from being able to function in his daily life or complete his duties as a (B)(6) police officer. Unable to work, he sought short term disability. As months past, (B)(6) saw no improvement and eventually filed for long term disability which was denied by (B)(6) on (B)(6) 2025. (B)(6) sought help from (B)(6) but no solutions came. They offered to do an enhancement which is not FDA approved and then offered him a refund which was not acceptable as a fix. He posted a review about his negative experience and (B)(6) fired him as a patient. (B)(6) went to see a corneal specialist at (B)(6). The physicians evaluation confirmed (B)(6) was not a candidate for lasik and the procedure should have never been performed. (B)(6) corneas were too thin. The (B)(6) doctor also reported too much tissue was altered and the laser created hoa's. (B)(6) was loved by all that he came in contact with him. After doing months of research, (B)(6) found many people suffering from the same negative life altering effects from lasik. Although, he found a community, (B)(6) saw that no one had any improvement or resolution to these debilitating side effects. On (B)(6) 2025, (B)(6) took his own life due to gross negligence and because of a product that should have never come to market. The original data that the FDA approved needs a major update warning the public of the severe consequences and damages cause by lasers and the lasik procedure. (B)(6) touts an impressive success rate by hiding negative reviews and not communicating proper risks to patients. If a procedure produces a negative outcome, lasik doctors gaslight the patient and tell them they've never seen this before. However, I've spoken a multitude of patients now some that have gone to the same doctors and had the same negative outcomes. It is just another black stain on the medical establishment. It is time for the FDA to do the right thing which should also exclude the opinions of the monsters performing this procedure. When the actual data shows 60% of patients suffer from fluctuating vision in dim light, 50% with gritty eyes, 40% light sensitivity, 20% with fluctuating vision in bright and dim light and 15% suffering from degraded night driving because of glare and halos. I ask the FDA to stop turning a blind eye on lasik because without vision...there is no future. (B)(6) also commented on the 2022 FDA lasik guidance document 3 months after his surgery. Here is the link: https://www.regulations.gov/comment/FDA-2022-d-1253-0786.

Event description:
Additional information received on 2/12/2024 for report mw5165996. Again, it's time to do the right thing. I've attached (B)(6) comment on the 2022 FDA guidance lasik document. This document could have saved his life but it's hanging in space while the butchering of healthy eyes continues. (B)(6). I call on you to protect patients and not the industry and their profits. Thank you, (B)(6).